Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery. No motor error alarms occurred during test. Motor tested ok. The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. Cracked case lower corners of display window, cracked reservoir tube lip, cracked battery tube threads and scratched display window noted.

Event description:
Customer reported hospitalizations due to low blood glucose. The blood glucose reading at the time of the event was 29 mg/dl. Customer passed out. Transported to hospital by paramedics. The second low event also happened in december. The paramedics were called and treated at the scene. Customer was not taken to hospital. Customer stated that the paramedics have been called multiple times. The current blood glucose reading is 303 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.